Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device lot number and expiration date unavailable. Device manufacture date unavailable because lot number is unavailable.

Event description:
A lead extraction procedure commenced to remove three leads (locations unknown) due to fungemia (presence of yeasts or fungi in the blood). Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. It was noted that there was significant vegetation present on the leads, along with the leads being bound to each other in the superior vena cava (svc). The physician used a spectranetics 16f glidelight laser sheath to aid in lead removal, and sutures to provide traction for the leads. At one point, the physician had to pull all the leads to keep them straight during extraction attempts. The physician switched back and forth between the leads during the procedure. The sutures came off the lead conductors and insulation during the procedure, so when the glidelight reached the rv lead coil, the lead began to snowplow (when the lead bunches up on itself, making lead removal more difficult). Re-engaging the leads helped in the extraction attempts, and ultimately all leads were successfully removed. Use of the bridge balloon was not necessary during the lead extraction procedure. When the bridge balloon was removed from the body after the procedure, the physician noted a large thrombus on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event (B)(6) 2020.